Event description:
It was reported to philips that a small focus defect in the x-ray tube caused loss of fluoroscopic images on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective x-ray tube (mrc 200 0407 rot-gs 1004) and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).